Event description:
It was reported that the subject device had black residues coming out of the endoscope when swabbing during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3, h6. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause was established, however, the foreign material could not be identified. The cause of the reported event was a pierced biopsy channel which resulted in loss of water tightness. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.